Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 47 mg/dl at the time of incident and current blood glucose level was 275 mg/dl. The customer¿s blood glucose level was 62 mg/dl in the morning. The customer reported recently she had a case of vertigo and fell out of the bed and broke her back was taken to emergency room and after this incident the customer was off the insulin pump and was on insulin pens. The customer reported that the insulin pump received no delivery alarm which was resolved by complete set change. The customer reported that the drive support cap was normal. The customer performed displacement test and self test and both of it passed. The customer was treated with food for low blood glucose level. The insulin pump will not be returned for analysis.